Manufacturer narrative:
Follow-up #1: - device evaluation: the device has been returned and evaluated by product analysis on 07/01/2015 with the following findings: the battery cap was unable to fully tighten to the pump. The battery compartment was observed to be cracked with evidence of moisture contamination inside. Due to moisture contamination, the pump was unresponsive with both the returned battery cap and a test battery cap. The pump had a blank screen with no vibration and no sound upon battery insertion. The leak test was performed and confirmed a crack in the pump case. The pump case was removed and there was evidence of moisture contamination on the outside of the battery canister. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.